Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy age & date of birth: requested, not available due to hospital policy patient sex: requested, not available due to hospital policy weight: requested, not available due to hospital policy ethnicity: requested, not available due to hospital policy race: requested, not available due to hospital policy implanted date: device was not implanted explanted date: device was not explanted a review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility nurse reported that the involved angio-seal dilator and the sheath of the angio-seal did not click together when assembling the device and because of this they did not use the device on the patient. There was no patient injury. The event occurred pre-treatment. The patient was not injured, medical or surgical intervention was not required. Additional information was received 20 apr 2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with deployment, or withdrawal of the device because it was not used once the staff realized that the sheath and dilator would not click together. Blood loss was not greater than 250cc. No equipment or other devices used. Patient condition was stable. There were no other devices or equipment used with the reported product. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. No damage or issue was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected properly, and no issue was identified with device connection. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).